Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low sensing, high capture threshold, and phrenic nerve stimulation occurred due to a suspected dislodgement of the right atrial (ra) lead. The device was reprogrammed to vvi mode to resolve the event. The patient is stable and will continue to be monitored.